Event description:
It was reported that the customer is investigating a possible user tampering with the pca since mother's day and requests assistance in understanding the ikp portal information, as they are unable to retrieve the information they are trying to pull from the system.

Manufacturer narrative:
The reported complaint related to possible user tampering with a pca could not be confirmed. The source device was not returned for an inspection. Log analysis showed no anomalies. The root cause of the customer¿s report with possible user tampering with a pca could not be definitively be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer is investigating a possible user tampering with the pca since mother's day and request assistance in understanding the ikp portal information as they are unable to retrieve the information they are trying to pull from the system.